Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to conductor fracture, causing impedances issues and high pacing thresholds. No additional adverse patient effects were reported.